Event description:
It was observed during a previously scheduled repair it was noted the batteries were damaged. There was no patient involvement, and no adverse event reported.

Event description:
It was observed during a previously scheduled repair it was noted the batteries were damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The batteries were replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was observed during a previously scheduled repair it was noted the batteries were damaged. There was no patient involvement, and no adverse event reported.